Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level and was alleging insulin pump for possible under delivery. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer was assisted in troubleshooting. The customer's other blood glucose level was 316 mg/dl. The customer was treated with manual injection for his high blood glucose. The insulin pump will not be returned for analysis.